Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 1.5 and 5.0 cm from the proximal end and fractured approximately 33.0 cm from the proximal end; the embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that the ruby coil¿s pusher assembly was kinked. This type of damage likely occurs due to improper handling during removal from the packaging hoop. If the device is forcefully withdrawn with extreme force from the packaging hoop at an angle, damage such as a kink may occur. Further evaluation revealed that the pusher assembly was fractured. If the pusher assembly is kinked, then attempted to be straightened, damage such as a fracture may occur. The root cause of the defective ruby coil could not be determined. Ruby coils are 100% functionally tested in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician noticed that a ruby coil was "defective". Therefore, the coil was not used in the procedure.